Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The investigation was unable to duplicate the initial complaint about an unresponsive keypad.

Manufacturer narrative:
The correct date of evaluation by product analysis is 12/29/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.